Event description:
Medtronic received information regarding a pipeline that failed to open; had fishmouth at the distal end. The patient was undergoing a procedure for flow diversion treatment of an unruptured right internal carotid artery (ica) ophthalmic and communicating segment aneurysm. The saccular portion of the aneurysm max diameter was 5mm with 11mm fusiform extension. The aneurysm neck diameter was 5mm. The distal landing zone was 4.83mm and the proximal landing zone was 5.03mm. Vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered. It was reported that the pipeline and all accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). The phenom 27 microcatheter was positioned in the middle cerebral artery (mca) and the pipeline was delivered. Deployment was attempted but the pipeline did not open fully and had fishmouth appearance. The pipeline was resheathed and redeployment attempted but the appearance was the same. It was noted that more than 50% of the pipeline was deployed when it failed to open. The pipeline was not positioned in a bend. The pipeline was resheathed 2 or less times. No other steps or devices were used to open the pipeline. It was resheathed and removed with the microcatheter. A replacement pipeline was used to successfully complete the procedure. There was no harm or injury to the patient. The event did no lead to or prolong patient hospitalization. No additional medical or surgical intervention was required to preventpermanent impairment. Post-procedure angiographic results were satisfactory. Ancillary devices: phenom plus guide catheter, neuron max 088 sheath, avigo guidewire

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.